Manufacturer narrative:
The device was not returned for evaluation. Without the return of the device, the complaint cannot be confirmed. Based on previous complaint investigations, it can be speculated that either damage to the sensor pad or rj11 clip, folds and creases on the sensor, moisture and wear and tear. At this time there is no evidence that a manufacturing non-conformity contributed to the reported complaint, and the instructions for use were reviewed and determined to provide adequate instructions and warnings for the safe and effective use of the device. Therefore, no corrective or preventative actions are necessary. All complaints are trended and reviewed by management on a monthly basis. As part of this monthly review, any excursion above the control limits for this failure mode will be assessed, documented and acted upon as warranted. Q1 2018 asr report #e2015006.

Event description:
This report summarizes one malfunction. Customer reported there was an incident that took place when a chair alarm did not activate. There was a patient fall and the patient's condition is unknown. Q1 2018 asr report #e2015006.